Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Premarket identification: k072642.

Event description:
Doctor reported screw fractures. Tooth site 33.

Event description:
Doctor reported screw fractures.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® titanium hexed screw, iuniht and one certain® titanium large hexed screw, ilrght was returned for investigation. Visual inspection via naked eye and camera magnification identified the screws were fractured at the threads below the heads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint record. Bone density type is unknown. Devices were located on unknown tooth sites when the event occurred. DHR review was completed for the subject lot number (1198161 & 1248839). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review was performed for the subject lot number (1198161 & 1248839) for similar events (complaint category keywords: fracture screw) and revealed there are no existing non- conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction did occur and the reported event was confirmed.